Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, a pharmacy technician contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultrasmart meter was giving an "error 5" message. This medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions due to phone number on file being invalid. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed that the issue started approximately 2 weeks prior to contacting lfs. The reporter did not know how the patient manages her diabetes or what action the patient took in response to not being able to test her blood glucose. The reporter claimed that the patient developed symptoms of "feeling weak and shaky" on an unspecified date and time and contacted the pharmacy on (B)(6) 2011 at 2pm for advice. It would have been helpful to know whether the patient was symptomatic prior to attempting to test and what, if any, action the patient took in response to the "error 5" error message. It was noted by the cca that the pharmacy technician advised the patient to call lfs. At the time of troubleshooting, the patient was not at the pharmacy and the reporter did not have the subject meter and strips to assist with troubleshooting. The cca noted that the subject test strips were expired. Replacement products were sent to the patient. This complaint is being reported due to not being able to obtain additional information from the patient other than that she suffered an alleged serious injury and that the issue remained unresolved at the time of the call.